Event description:
Upon introduction of 4.0 cannulated screw, there was complete delamination of the threaded portion of the screw. Delaminated metal shavings were in the medial cuneiform. The remaining portion of the screw was removed and noted to have fractured directly at the screw-shaft interface.